Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation.. However, a photo of the pump screen was provided. Further visual examination revealed an abnormal blood pressure waveform on the pump screen. The visual examination confirmed the reported problem. However, we are unable to the determine how this may have occurred since the device was not returned. If the device becomes available, an updated evaluation will be provided. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period sep-19 through aug-21 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Event description:
N/a

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID #(B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # : (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, abnormal blood pressure waveforms were displayed from time to time. When the iab was removed about two days later, an abnormal noise was generated in the pressure waveform of all augmentations. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The returned sheath was not a maquet product. A kink was found on the catheter tubing approximately 43.4cm from the iab tip. Additionally a kink was found on the catheter tubing and inner lumen approximately 75.4cm from the iab tip. Photos were provided and reviewed. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and a break was observed within the y-fitting. Based on the provided photos and the optical fiber found to be broken, the reported problem is confirmed. We are unable to determine when this may have occurred. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period oct-2019 to sep-2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #: (B)(4).